Event description:
It was reported the patient had an unverified infection due to inflammation at the implantable neurostimulator (ins) pocket. Impedance testing was performed and there was a partial explant of the extension. It was the surgeon¿s preference to remove the extension partially as it was exposed to the area of infection concern but to not create any risk of exposure to lead. There was a possible infection at lateral aspect of ins pocket and the surgeon wanted the implants sent to the laboratory formicro-testing. The patient status at the time of report was alive with injury. The patient had an infection at the pocket and the culture source was from the device pocket. The type of organism cultured was unknown and it was unknown if antibiotic treatment was necessary. The infection had not been verified but they did have symptoms of inflammation at the site. The cultures prior to the explant were negative. They also had swelling and redness at the device pocket.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v514979, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v296975, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported the surgeon specifically had requested that perioperative antibiotics not be given as to not interfere with the culture results. It was unknown if the patient had meningitis, what time of organism was cultured, what treatments were instituted for the suspected infection, what the patient outcome was, and if the infection resolved.